Event description:
Additional information received indicated that the patient was experiencing effective stimulation in painful areas, post-operatively.

Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. (B)(4).

Event description:
It was reported that patient has lost effective stimulation due to drg lead migration at the l5 level. It was noted that migration was confirmed via x-rays 2 days following the implant procedure. Lead was removed and replaced with the same model lead. No further information has been received.